Event description:
Boston scientific received information that this left ventricular (lv) lead was not pacing when needed. It was determined the lead had dislodged. An invasive procedure was performed and this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.